Manufacturer narrative:
According to sophysa in-house process, the returned catheter has been analysed by sophysa quality control laboratory. Visual examination and functional control were performed. The visual inspection revealed that there was a crushing of the catheter tubing. The sensor diaphragm appeared conformed with our specifications and without any defect. The functional control showed non-compliant icp values during the test. The zero procedure of the catheter was performed and new measurements revealed correct icp values, consistent with our specifications. To conclude, the cause of the observed defect is a user error during the zero catheter procedure that has distorted the observed icp values. The device is not a contributory cause of the observed defect.

Event description:
Following the implantation of the catheter, outliers of icp were recorded on the monitor. The device was removed and no icp value was displayed in the air.